Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no lot-specific product issue. Based on available information, the reported entrapment of device appears to be due to procedural circumstances. The reported foreign body in the patient was a result of the reported entrapment of device (clip caught in chordae). The reported patient effect of foreign body in patient is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip caught in chordae and foreign body in patient. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that an anterior flail was present. An xt clip was inserted and advanced into the left ventricle (lv); however, while in the lv, the clip became caught on the chordae. It was noted that while in the lv, additional maneuvering was performed. To remove the clip from the chordae, troubleshooting was performed; however, the clip was unable to be removed. Although the chordae remained in the clip, the physician was able to successfully grasp both leaflets, reducing mr to a grade of 1. There no clinically significant delay in the procedure. No additional information was provided.